Event description:
Alung technologies, inc. Received a report of a patient experiencing anemia during eua hemolung therapy. Two units of blood were administered to the patient the day of the event, and two units were administered two days later. Hemolung therapy was not discontinued as a result of this event.

Manufacturer narrative:
This patient information was not provided. Alung technologies, inc. Manufactures the hemolung ras and catheter. The incident occurred in (B)(6). Through review of expanded access data collection form, it was reported that the patient experienced anemia (severe and acute) during eua hemolung therapy. 4 units of blood were given. Therapy was not discontinued as a result of this issue. Following therapy, the data log from therapy was retrieved and reviewed by both clinical and software engineering staff. Review of the data shows consistent co2 removal and blood flow throughout therapy. No abnormal user interaction. Therapy ran as intended. There were no unexpected alarms and no critical errors. The software operated as intended. No CAPA was opened because of this event. Anemia is a known potential complication associated with use of extracorporeal therapy and/or critical illness. The data log was reviewed and showed therapy was provided as intended. Alung technologies, inc. Will continue to monitor any issues as they are reported. This MDR is being filed in response to a retrospective view of all alung technologies, inc. Complaints, which identified that the reporting decision for this complaint was not correct. This MDR is being filed retrospectively to correct the error in the reporting decision.